Event description:
Customer reported his ise unit is leaking when he performs ise reagent prime. He cannot tell where the leak originates. No operators were harmed and no patient samples were involved. The field service representative found the potassium-chloride tubing had been disconnected and he reconnected the tubing. Performance tests were performed which were within specification.